Event description:
It was reported that the patient presented to the clinic for follow-up. Device interrogation revealed a failure to interrogate via bluetooth and premature battery depletion on the insertable cardiac monitor (icm). The physician elected to explant the icm. There were no patient consequences.

Manufacturer narrative:
Reported events of no ble telemetry and premature battery depletion were confirmed. The device was unable to establish telemetry upon receipt. Device was cut open, which revealed device battery voltage was above elective replacement indicator (eri) level. A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and no high current drain was noted. Device was power cycled and showed normal device characteristics.